Event description:
The manufacturer became aware of an allegation by an end user that he sustained changes to his teeth, bite, and overall mouth alignment while using a dreamwear mask, resulting in orthodontic treatment. The exact date of the event is unknown. No part number or lot number were provided by the reporter. The manufacturer's requests for additional information and return of product were declined by the provider. This nasal mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients (>(B)(6)lbs/(B)(6)kg) for whom CPAP or bi-level therapy has been prescribed. Labeling warns the user "discontinue use and consult your healthcare professional if any of the following symptoms occur: tooth, gum, or jaw soreness. Use of a mask may aggravate an existing dental condition." The manufacturer concludes that based on the available information, no further action is necessary.